Manufacturer narrative:
(B)(4) generator displays error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover. Mechanical evaluation found that all knobs and switches appeared to function properly. Electrical evaluation was performed and encountered a system fault error message on power up. It was found that the f3 on the front panel board was not functioning properly. Once the f3 was replaced, the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint that the generator displays system fault error was confirmed. It was found that the f3 needed to be replaced. Once replaced the unit functioned properly. Review and analysis of all available information indicated that the most probable root cause of the failure identified is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was plugged into a shared power source and a system fault error occured. The same power source was used several times with no problem to the device. This was the first time this issue happened. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was plugged into a shared power source and a system fault error occured. The same power source was used several times with no problem to the device. This was the first time this issue happened. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.